Manufacturer narrative:
Correction: the patient weight should have been (B)(6). The initial reporter should have been dr. (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information identified that surgical intervention was undertaken wherein patient¿s ipg was explanted and replaced. Effective therapy was restored after surgery.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy over time due to charging and performance issues via the patient's ipg. Troubleshooting via assistance from a company representative was unsuccessful. In turn, the patient's ipg was deemed inoperable. As a result, the patient may undergo surgical intervention to address the issue.